Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported multiple, intermittent altitude alarms occurred. The customer's blood glucose (bg) levels ranged between 200-400mg/dl and manual injections were administered to address the bg level. The customer was able to successfully clear the alarms and resume insulin deliveries. The customer reported manual injections would be used for insulin therapy.